Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. The device was not returned. A DHR review is not required as the serial number is unknown. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the baby with significant brain injury. Patient has been on arctic sun device for 19 hours with a target temperature of 36c. The baby has only reached target once, briefly around 6pm. Patient arrived at 32c and was currently 34.6c. Water temperature (wt) was 40.3c. Flow rate was 0.7lpm. Baby was 7.5kg. Small universal pad in place with good coverage. Foley in place. They would do a rectal check to confirm accuracy. They added a bair hugger about 15 minutes ago. Suggested adding a second pad if they have enough space. Nurse stated the current pads offers good coverage. Explained device was responding appropriately. Asked nurse to perform diligent skin checks. Confirmed bair hugger might assist in helping patient reach target. Address other clinical reasons for baby having trouble maintaining 36c. The patient's temperature has been stabled the last 12 hours, but the water temperature was changing from 25c to 40c within minutes. Target 37c. Patient 36.8c. Water temperature currently 40.4c, but a few minutes ago it was 26.6c. Flow was 1lpm. Baby 6kg. Rectal probe in use. Baby awake and interactive but currently sleeping. The water temperature adjusts to the patient temperature in correlation to the target temperature. Suggested replacing the rectal probe and temperature in cable in case the patient temperature was temporarily reading erratic. Suggested downloading the case data once therapy was complete. Device was maintaining patient at target temperature. Per follow up information received via task on 24nov2025, charge nurse who confirmed therapy completed with the same device and pad set. They had assessed the case data with their medical education staff and determined the issues correlated with when the infant woke up and the device was accounting for very slight movements from the non-sedated patient. Sedation was administered and the rectal probe was readjusted and could not confirm the flow rate but assumed it was fine because they did not change the pad.

Event description:
It was reported that the baby with significant brain injury. Patient has been on arctic sun device for 19 hours with a target temperature of 36c. The baby has only reached target once, briefly around 6pm. Patient arrived at 32c and was currently 34.6c. Water temperature (wt) was 40.3c. Flow rate was 0.7lpm. Baby was 7.5kg. Small universal pad in place with good coverage. Foley in place. They would do a rectal check to confirm accuracy. They added a bair hugger about 15 minutes ago. Suggested adding a second pad if they have enough space. Nurse stated the current pads offers good coverage. Explained device was responding appropriately. Asked nurse to perform diligent skin checks. Confirmed bair hugger might assist in helping patient reach target. Address other clinical reasons for baby having trouble maintaining 36c. The patient's temperature has been stabled the last 12 hours, but the water temperature was changing from 25c to 40c within minutes. Target 37c. Patient 36.8c. Water temperature currently 40.4c, but a few minutes ago it was 26.6c. Flow was 1lpm. Baby 6kg. Rectal probe in use. Baby awake and interactive but currently sleeping. The water temperature adjusts to the patient temperature in correlation to the target temperature. Suggested replacing the rectal probe and temperature in cable in case the patient temperature was temporarily reading erratic. Suggested downloading the case data once therapy was complete. Device was maintaining patient at target temperature.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.